Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 25-oct-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a tight left circumflex artery. After pre-dilation, a 3.50x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break. Device evaluated by MFR: promus element plus,mr,ous 3.50x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. There was also a hypotube break 475mm distal to the distal end of the strain relief measured using a ruler. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.